Manufacturer narrative:
Indications: the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the pvl is unknown, however may be due to improper sizing and/or implanting the s3 in a mitral ring (d shape).  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through tvt 2018 conference presentation "structural heart intervention trifecta: transseptal valve in mitral ring, paravaluar leak and amplatzer septal defect closure" by (B)(6), post implantation of a sapien 3 valve in the mitral position via transseptal approach in a pre-existing mitral ring, large peri-annular leak was observed on tee. A 12 mm amplatzer vascular plug was placed in the perivalvular defect in the medial/posterior aspect of the mitral valve with significant reduction but still mild-moderate residual pvl toward the interatrial septum mainly anterior to the first occluder, therefore a second 12 mm vascular plug was placed anterior to the first one with further decrease in the pvl.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.